Event description:
Sale rep (B)(6) reported the following on behalf of the customer (B)(6): "the surgeon was using the above item on a revision hip to separate a 21 standard cone body from a 14 x 155 conical stem. When the item was removed it was apparent that the item had sheared in 2 at the distal collet portion of the separator. The body and stem have separated so no adverse effect on the pt and no add'l operating time."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.